Event description:
A report was received that a patient had a lead revision due to high impedances. The physician explanted the paddle lead and re-implanted another one. The patient is reportedly doing well after the revision surgery.